Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
Sales rep reported on behalf of hospital that the image on site rite 8 ultrasound system with pinpoint gt (9770501) is "snowy" and looks to have some artifact that looks like rain. The artifact is there all the time, even while scanning on patients. Image attached.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality is confirmed. The probe has a damaged strain relief & interference on the ultrasound image. The root cause of the reported issue is a failure of the probe strain relief. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Sales rep reported on behalf of hospital that the image on site rite 8 ultrasound system with pinpoint gt (9770501) is "snowy" and looks to have some artifact that looks like rain. The artifact is there all the time, even while scanning on patients.